Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD and implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, oversensing occurred after ventricular paced events. The physician chose to monitor the lead for now. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.